Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Testing was completed to evaluate the assay performance using file kits of reagent lot 04716i000. All replicates met acceptance criteria and the testing passed. Based on the available information, no product deficiency of the architect total bhcg reagent, list number 7k78-30, lot number 70091ui00, was identified. A study was reviewed "performance characteristics of six intact parathyroid hormone assays". Sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of 6 intact parathyroid hormone assays, including the architect which was the comparison method. For method comparison, serum and edta plasma samples were tested by all methods. Overall the study found good correlation for all methods, but did indicate there was significant bias between methods. The study also concluded that there are many factors that potentially influence variability for pth measurements, including the method used, pth source (synthetic vs endogenous), population evaluated, and vitamin d status, preanalytic variables such as sample matrix, and storage time and temperature. The study assessed some of these factors that can produce variability and confirmed that there is variability between pth assays. In conclusion, the study indicated that standardization efforts are warranted and assay-specific decision limits are required.

Manufacturer narrative:
This report is being filed on an international product, list number 8k25-25 that has a similar product distributed in the us, list number 8k25-27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer questioned architect ipth patient results as being higher than expected. As a result, the customer tested eleven samples using the cobas e601 ipth method to compare to the architect method. Cobas results were lower for all eleven samples compared to the architect values. No adverse impact to patient management was reported. The following data was provided: (B)(6).